Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Pending evaluation. (Concomitant medical products) concomitant device(s): 320-10-00, (B)(4) - equinoxe reverse tray adapter plate tray +0. 320-20-00, (B)(4) - eq reverse torque defining screw kit.

Event description:
Approximately 6 weeks post-op the initial tsa, the (B)(6) y/o male patient presented with an infection. The surgeon completed a revision and washed the joint out and replaced the components with new ones. Patient was last known to be in stable condition following the event. Devices will not return due to facility policy.